Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after rapid pacing was initiated, the valve was deployed and recaptured due to low positioning. On the third deployment, a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) was achieved using cusp overlap and commissural alignment. As the nose cone was being retrieved, it went against the inner side of the outflow crowns just before exiting and caused the valve to dislodge. A second valve was prepared and deployed to 80%. Coronary flow was confirmed and the final deployment depth of the second valve was 8 mm on the ncc and 10 mm on the lcc. The nose cone was removed with slight forward pressure to achieve a better angle to avoid the inner curvature. An echocardiogram confirmed no complications. An 18 french non-medtronic sheath (gore dryseal) and a non-medtronic guidewire (savvy) were used for the procedure. No additional adverse patient effects were reported. Additional information was received that the first valve was recaptured twice prior to final deployment which occurred on the third attempt.

Manufacturer narrative:
Updated: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remained implanted and the delivery catheter system (dcs) was discarded. Therefore no analysis could be performed. Recapturing is a feature of the evolut fx system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest that a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. As reported, as the dcs nose cone was being retrieved, it went against the inner side of the valve outflow crowns just before exiting and caused the valve to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut fx system instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Per the physician, the patient's slight horizontal orientation contributed to the dislodgement as the system favored the inner curvature. However, with the information available and without procedural images for review, this could not be conclusively confirmed. There was no device allegation towards the valve itself and no information to suggest a device quality deficiency that may have caused or contributed to this event. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated data: h6 conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 03-oct-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after rapid pacing was initiated, the valve was deployed and recaptured due to low positioning. On the third deployment, a depth of 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) was achieved using cusp overlap and commissural alignment. As the nose cone was being retrieved, it went against the inner side of the outflow crowns just before exiting and caused the valve to dislodge. A second valve was prepared and deployed to 80%. Coronary flow was confirmed and the final deployment depth of the second valve was 8 mm on the ncc and 10 mm on the lcc. The nose cone was removed with slight forward pressure to achieve a better angle to avoid the inner curvature. An echocardiogram confirmed no complications. An 18 french non-medtronic sheath (gore dryseal) and a non-medtronic guidewire (savvy) were used for the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the patient's slight horizontal orientation contributed to the dislodgement as the system favored the inner curvature. It was reported that the cusp overlap technique was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.